Manufacturer narrative:
Event date: (B)(6) 2019 . Date of this report: 05aug19.

Event description:
Battery failure. There was no patient involvement.

Manufacturer narrative:
MFR received date: 12 sep 2019. The manufacturer's service technician confirmed the battery issue. The technician replaced the battery to address this issue. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Battery failure. There was no patient involvement.